Event description:
Elderly female with history of coronary artery disease. Procedure: percutaneous transluminal coronary angioplasty. When the catheter was removed from the package, it was noticed to be bent. Unable to complete procedure and new one obtained. No known harm to patient. Manufacturer response for catheter, percutaneous, cordis (per site reporter), will obtain.